Manufacturer narrative:
H10. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stimulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and a consumer regarding the patient. The patient had reported that the patient controller was increasing on its own. The manufacturer representative and the patient realized that with only 1 program in the group, the actual intensity does not display, so in order to see what the intensity is, the patient has to hit the increase or decrease button and therefore, the stimulation will turn up or down when doing so. The manufacturer representative interrogated the implantable neurostimulator with the tablet and confirmed that the patient has 3 groups, all with 1 program each. The manufacturer representative verified that the patient does have access to change the intensity with the patient controller. The manufacturer representative went back to the patient controller and verified that the intensity was still not showing and that only the number 1 is shown to indicate program 1, and they have to click the increase or decrease button to see the intensity value displayed. It was reviewed that the system is functioning as intended when the group only has 1 program, and that the patient has access to change the intensity. The patient had noticed this was happening when the implantable neurostimulator was turned on, about 2-3 weeks after implant. There were no further complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are:product ID: 97745, serial#: (B)(4), product type: patient programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s controller seemed to be adjusting on its own and sometimes would cause her to feel tingling. At the time of the call, the patient was on group a, program 1 at 1.7v. The patient was instructed on how to check if she had adaptive stim, however, nothing was coming up when she tapped on the program 1. The patient met with a manufacturer representative (rep) on the day prior to the report and an appointment was scheduled to see if the patient had adaptive stimulation or not. There were no further complications reported or anticipated.